Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., UDI no.), d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent open repair with implant of kugel patch (device 1 ¿ left and device 2 - right). Per operative notes, ¿an incision was made midway between the anterior iliac spine and pubic tubercle into the left inguinal floor. The hernia sac was dissected out. A small oval kugel patch (device 1) was placed into the left inguinal region and secure it with sutures. Incision was made between the anterior iliac spine and pubic tubercle. The right inguinal hernia sac was dissected out. A small oval kugel patch (device 2) was placed into the right inguinal floor and secure it with sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia; adhesion hereby underwent laparoscopic repair with implant of synthetic mesh and explant of kugel patch (device 2 - right). Per operative notes, ¿an infraumbilical vertical incision was made. The right inguinal hernia sac was dissected out. The hernia sac was densely adhered to the previously placed (device 2) mesh towards the pubic as well as the right groin. All adhesions were taken down. Previously placed (device 2) was identified which was dissected out. A synthetic mesh was placed into the right groin and secure it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.